Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 1.8 mmol/l at the time of the incident. The alarm occurred after the customer was waking up, stated critical pump error was displaced on the screen. Advised the pump will need to be replaced. Recommended customer refer to back up plan per health care professionals instructions. The insulin pump will be returned for analysis.